Event description:
It was reported that the right ventricular (rv) lead was explanted due to malfunction and fragments remained inside the patient body. No new lead was implanted and a leadless device was successfully implanted. No additional adverse patient effects were reported.